Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd october 2024, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, both implants were able to be fixed properly, however the suture broke when trying to retrieve it. This was detected during use in a meniscus repair procedure on (B)(6) 2024. The procedure was completed successfully as a new ar-4501 was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the device returned does not have the sutures. The picture provided by the customer shows that the suture was cut. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.